Manufacturer narrative:
During a test run the heat up was not reproducible. But the product did not reach the requested minimum rpm which shows that the spinning parts are not running smoothly. Also the spray water was not good. After disassembly of the product it was found that the ball bearings have been stiff and the push button had a groove worn into it on the inner side. This shows that it has been depressed while the instrument was in use and is usually a sign that it has been used to lift soft tissue away from the treatment area. This causes unusual friction and hence heat up of the product. Also the worn ball bearing cause increase of temperature due to higher friction. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. -> do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. ->never contact soft tissue with the instrument head or instrument cover the following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: >the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. > before each use, the contra-angle handpiece must be checked for external damage. > before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. > immediately stop using contra-angle handpieces that act unusual. > never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
The dental assistant informed during a phone call that on (B)(6) 2017 while performing crown prep to tooth# 3, the patient felt the handpiece heat up that felt uncomfortable on lower lip. No mark shown on lip. No ointment or medication given to patient for feeling heat from handpiece.